Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer : there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date : unknown. The customer's address is unknown. (B)(6) USA has been used as a default. Medical device manufacture date : unknown. Investigation summary : exec summary - no physical device samples were returned. No samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. No review of the complaint lot history check for (difficult or unable to operate or unable to reuse) was performed on the unknown lot # so the occurrence is unknown, the issue is unconfirmed and root cause can not be determined. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out for the lot number # unknown.

Event description:
It was reported that 2 unspecified bd¿ syringes had plunger rod difficult to move and unable to inject insulin issues. The following information was provided by the initial reporter : the consumer reported being unable to move the plunger after initial injection and unable to reuse syringes. Date of event : unknown. Samples : not available.